Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 176 mg/dl at time of event. Reportedly, customer cleaned the speaker holes and cleared the alarm.